Manufacturer narrative:
Device passed displacement test and self test. However, device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked lcd keypad connector. Device received with cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that all buttons did not work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.